Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy due to pelvic organ prolapse and stress urinary incontinence. It was reported that following insertion the patient experienced pain, infection, urinary strong odor and mesh erosion. It was reported that the patient underwent urethrolysis, cystourethroscopy with bladder biopsies and partial excision of eroded mesh on (B)(6) 2012 due to urinary retention and mesh erosion in the urethra and bladder lesions. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-04797. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary frequency, urgency and urinary outlet obstruction. (B)(4).